Event description:
On placement in 2013 only one coil was able to be successfully placed leading to needing surgery for a tubal ligation instead. During recent hysterectomy device was found to have migrated/perforated the fallopian tube/uterus.